Manufacturer narrative:
Evaluation conclusion: inherent risk of procedure - occlusion. (B)(4).

Event description:
The aim of this study was to compare the clinical and hemodynamic outcomes of plain vs paclitaxel-coated percutaneous transluminal angioplasty (pta) in patients with infrainguinal vein bypass stenosis. A single-center retrospective analysis was conducted of consecutive patients treated by infrainguinal bypass pta. Primary study end points were primary and assisted primary patency. Secondary end points were clinical and hemodynamic improvement, limb salvage, and survival. Four vascular surgeons performed both plain and drug coated balloon angioplasty, whereas one surgeon inclined to dcb catheters only. For plain balloon angioplasty admiral xtreme, pacific xtreme, and amphirion deep balloon catheters were used. For dcb angioplasty in.pact admiral, in.pact pacific, and in.pact amphirion balloon catheters were used. In case of distal origin bypass grafts or in case of very distal bypass stenosis, antegrade pta with puncture of the ipsilateral cfa was the preferred technique. Postprocedural antithrombotic treatment in group a was aspirin (100 mg) only in 28 patients, aspirin and anticoagulation in 8, clopidogrel (75 mg) only in 3, and clopidogrel (75 mg) combined with anticoagulation in 2, and in group b was aspirin (100 mg) only in 30, aspirin and anticoagulation in 4, clopidogrel (75 mg) only in 3, and clopidogrel (75 mg) with anticoagulation in 5. From april 2008 to november 2014, 83 infrainguinal vein bypasses were treated for graft stenosis by plain (group a, n 41) or by paclitaxel-coated pta (group b, n 42). Technical success rate was 100% for both groups. Mean follow-up was 2.9 years for group a patients and 2.2 years for group b patients. No patient was lost to follow-up. Primary patency rates were 88% vs 87% and 73% vs 75% and assisted primary patency rates were 88% vs 90% and 77% vs 84% for group a and b patients at 1 and 2 years, respectively. Repeat target lesion revascularization rates were 22% vs 14%. At the last follow-up, there were eight vs seven bypass occlusions for group a and b patients, respectively. Immediate hemodynamic and sustained clinical improvement rates were 88% vs 86% and 70% vs 73% for group a and b patients, respectively. There were three vs one major amputation and eight vs seven deaths in group a and b patients, respectively. The most common cause of death was cardiac failure due to coronary artery disease. Local complications were observed as pseudoaneurysms of the cfa (1 in group a, 2 in group b). All pseudoaneurysms had to be handled surgically. Limb salvage rates were 93% for group a patients and 98% for group b, and there were three major amputations in group a and one major amputation in group b (p ¼ .36). All major amputations were performed due to progressive gangrene. Repeat target lesion revascularization rates were 22% in group a and 14% in group b (p ¼ .17). Seven successful repeat angioplasties were performed using plain balloon catheters for high-grade stenoses in group a, comprising proximal anastomosis in 2, distal anastomosis in 4, middle in-graft stenosis in 1, and stenosis of adjacent vessels in 2. Three successful reinterventions were performed using paclitaxel-coated balloons for significant stenoses in group b, consisting of proximal anastomosis in 1, distal anastomosis in 2, and stenosis of adjacent vessels in 2. Stent deployment was not indicated in patients undergoing bypass redo pta. All reinterventions (5 of 15 [33%]) for bypass occlusion (group a: thrombectomy in 1, lysis in 2; group b: lysis in 2, thrombectomy in 1) failed. In 10 of 15 bypass occlusions (67%), no salvage procedure was performed. Because occluded bypasses could not be saved, assisted primary patency rates and secondary patency rates were the same. Conclusions: paclitaxel-coated and plain angioplasty of significant infrainguinal vein bypass stenoses performed equally well in clinical and hemodynamic improvement and in primary and assisted primary bypass patency rates.

Manufacturer narrative:
Label, unapproved or contraindicated use (the use of the device in infrainguinal vein bypass stenosis is not indicated in the IFU).